Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced changes in charging pattern. The patient stated that the ipg was in and out when fully charged. As a result, the patient had the system explanted and replaced.